Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported handles were broken but paddles were listed as part for order in sap. Paddles could delay therapy if damaged. There was no reported patient involvement.

Event description:
The customer reported that the handle was broken. Further information indicated a "handle button malfunction / handle button failure". There was no reported patient involvement.